Manufacturer narrative:
D10: 320-15-02 - rs glenoid plate sup aug, 10 deg a663458. 300-01-09 - equinoxe, humeral stem primary, press fit 9mm b410573. 320-01-38 - equinoxe reverse 38mm glenosphere b271615. 320-10-00 - equinoxe reverse tray adapter plate tray +0 b671876. 320-15-05 - eq rev locking screw b669236. 320-20-00 - eq reverse torque defining screw kit b638367. 320-38-13 - equinoxe reverse 38mm humeral const liner +2.5 a131547. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient who had a right tsa, presented to the surgeon with infection requiring a revision procedure. All implants were extracted and a cement spacer was put in place. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted device is not available as they were discarded by the customer. No device images were provided. No further information.